Event description:
The nurse called to report that customer was hospitalized for low blood sugars. The nurse needed assistance with suspending the pump. The nurse was in a hurry to admit the customer and had no current information on the customer at the time of the call. The customer was unavailable to talk on the phone and no further troubleshooting was done. The nurse was advised to have someone call back to troubleshoot the pump.